Event description:
Healthcare professional reported via device tracking information form deflation. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking information form deflation. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a4, a5, a6, b3, d1, d4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve bond edge assessed as unidentified (tear). As per the investigation procedure, crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via device tracking information form deflation. This record is for the left side. The device was explanted and replaced.